Manufacturer narrative:
The tandem t:slim g4 user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 328 mg/dl. The customer delivered a correction bolus to address bg levels. Reportedly, the customer noticed that the time had been set up wrong by the customer, and the customer called tandem technical support for assistance on adjusting the time on the pump. Tandem technical support assisted the customer, and the customer was able to successfully change the time on the pump.